Event description:
I had pelvic and urinary repair. A large amount of boston scientific mesh was implanted. In (B) (6) 2009, I was diagnosed with mesh erosion causing much pain and needed surgery to remove the infected mesh. I had surgery in (B) (6) 2009 to remove the infected mesh, but have been told there is too much to remove it and will need many more surgeries to remove it as it erodes and becomes infected. Diagnosis:cystocele, rectocele.